Event description:
The patient had pain in her back. The expected residual volume was 3.2 ml; the actual residual volume was 5.5. A dye study and x-rays were done. A catheter kink was noted on x-ray. The catheter had a kink in the proximal segment. The kink was noted during the procedure. The physician was unable to aspirate the existing catheter. The decision was made to explant the catheter and replace it with a newer model catheter. Reprogramming was done. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported no catheter segments were left in the patient not in use. The patient¿s dose was titrated back to a therapeutic level after lowering it at the replacement. This was done and the patient was doing well and receiving good therapy.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11289r54, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter; product ID 8711, lot # n160643026, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4).